Event description:
I had essure placement (B)(6), 2013. Follow up hsg (B)(6), 2013 showed one tube blocked, one coil embedded in uterus. Doctor says it won't cause me any problems where it is, and wants to put a filshie clip on the unblocked tube. Doctor doesn't know whether coil in question migrated out of fallopian tube or was placed incorrectly.